Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 about 11am with blood glucose was 771 mg/dl. The current blood glucose is 151 mg/dl. The customer was wearing insulin pump during hospitalization. The customer reported that the insulin pump alarmed auto off alarm and customer did not heard that which lead to the high blood glucose. It was also reported that customer was in hospital and taken off insulin pump and was on an insulin drip. The insulin pump will not be returned for analysis.